Event description:
Customer reported the system intermittently reboots on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the maineframe power supply, x-ray controller, and fluoro functions board. System operates as intended.